Manufacturer narrative:
A titan otr pump, two cylinders and reservoir were received for evaluation. As examination of the device may not conclusively confirm or disprove the report quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, less glanular engorgement in the tips and now palpable and uncomfortable for partner. Additional information states size issue, implant 4cm too short, the implant was functioning. Another inflatable penile prosthesis was implanted.